Event description:
It was reported that the device displayed "service" in large letters on the main screen, which would inhibit the device from further use. There were no reports of patient involvement with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb and the system/memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, after thorough testing, the reported failure was not duplicated. Both assemblies functioned normally on a mock-up device and did not generate any error codes or service messages. The root cause of the reported failure was not determined.